Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 540 mg/dl. The customer stated that she had no symptoms of high blood glucose. The customer treated herself with a bolus. Troubleshooting was done. The customer did not receive any alarm prior to experiencing high blood glucose. The customer declined performing the high pressure test. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer to monitor her blood glucose and on how to bolus properly. Advised customer to speak with her healthcare provider. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.